Event description:
The patient underwent a pocket revision due to the implant being uncomfortable at the patient's belt line. The patient is reportedly doing well.

Manufacturer narrative:
The ipg remains implanted in the patient, and will not returned for evaluation. This is the final report.